Manufacturer narrative:
(B)(4). Batch # m53j8r. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch. Additional information was requested and the following was obtained: did the patient require a blood transfusion? No. If yes, how many units were given? Na. Did the post-operative care change based on the bleeding? No. What is the current status of the patient? No information provided from affiliate.

Event description:
It was reported that during a low anterior resection procedure, the staples malformed on the first firing. There was errhysis, whose total quantity was less than 20ml. Hand sewing was used to complete the procedure.